Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken blade to be related to the customer reported complaint. The harmonic ace instrument was analyzed and found to have a broken blade at roughly 0.16" from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of this failure are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Further observation found that the teflon pad on the clamp arm was damaged. There was no material missing from the teflon pad. The root cause of this failure is attributed to the user mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the harmonic ace generator prompted to clean the instrument tip. However, there was nothing on the instrument tip when it was inspected. The instrument broke when the surgeon continued to use it. There was no instrument collision. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment broken off from the harmonic ace was retrieved through the assistant port using a laparoscopic instrument by the first assistant. All of the fragments were retrieved. This was confirmed since the surgeon was watching and saw that there was only one fragment when the instrument was broken and saw the fragment in the robot's 10-fold magnification. There was no additional surgical procedure required to remove the fragment and there was no post-operative tests to check for remaining fragments. The surgeon believes that the quality of the instrument was the reason for the breakage. There were 2 harmonic aces broken during the operation. The first instrument was in use for 45 minutes prior to the issue and the second instrument was in use for 3 minutes prior to the issue. The instrument was inspected prior to use and there was nothing out of the ordinary. The instrument was being used for dissecting when the blade broke off. There was no functionality issues during the procedure. There was no instrument collision and no collision with any hard materials. The instrument was removed prior to breakage during the procedure with no resistance upon removal of the instrument through the cannula. There was no injury to the patient. The operation was delayed about an hour with a total operative time of 2.5 hours because two harmonic ace instruments broke during the operation. The patient was under anesthesia during the time of this event.

Manufacturer narrative:
The harmonic ace instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). An image of the harmonic ace instrument related to this event was received and reviewed. The image showed the instrument tip with obvious damage at the blade or broken blade. No conclusive determination can be made based on this analysis. A review of the instrument logs for the harmonic ace instrument ((B)(4)) associated with this event was performed. The instrument was last used on (B)(6) 2022. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.